Event description:
It was reported that during the implant attempt, the physician was unable to place the lead due to the target branch being too small. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and there was blood in/on the helix mechanism.